Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. Although the device was not returned for testing and investigation, as indicated, the device is identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller and case were broken. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.